Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. The service technician installed two good known test batteries into the customer¿s power manager and the power manager did not charge the batteries. Internal inspection of the power manager revealed component q1 of the printed circuit board assembly (pcba) was burnt. This condition can cause the power manager to not charge the batteries.

Event description:
It was reported to carefusion that the unit was not charging the sprintpack batteries. While in service, it was discovered that the unit had burnt components. There was no patient involvement associated with this complaint.